Manufacturer narrative:
Corrected information: sex. . If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the hospital with a dislodged (migrated) stent graft which resulted in a proximal type I endoleak. Ten days later, the patient returned for treatment. The physician elected to model the proximal endurant bifurcated stent graft with a balloon which resolved the proximal type I endoleak. An additional bifurcate and two limbs were also implanted and a chimney technique was used. To prevent future issues the physician elected to implant heli-fx aptus endoanchors. During the preparation of the heli-fx aptus endoanchor applier the physician inserted the heli-fx applier into the cassette to load an endoanchor; however, upon withdrawal from the cassette there was no heli-fx endoanchor in the heli-fx applier. There were no additional heli-fx appliers available and the proximal type I endoleak was resolved therefore the physician elected to end the procedure. Per the physician, the cause of the inability to load the heli-fx aptus endoanchor was related to the device. The physician stated that the cause of the type ia endoleak was due to dislodgment that resulted from disease progression. No additional clinical sequelae were reported and the patient is fine.